Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgical implant procedure started with the lead already preloaded with the 0.012 in. Bent stylet. With the lead inserted into the needle and distal end of the lead in the epidural space, the physician elected to switch stylets. The 0.012 in. Bent stylet was removed with no issue. The physician then proceeded to insert a 0.012 in. Straight stylet and upon insertion, the stylet was unable to be advanced through the proximal end of the lead. The physician also tried inserting other stylets unsuccessfully. The lead was replaced with another and no new event was observed. It was observed that the lead had a "set" in the distal end when the stylet was removed and the physician did not make a custom bend in the lead (with stylet present in lead). If additional information is received, a supplemental report will be submitted.